Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
An impella 5.5 was inserted via the direct surgical aorta site to support the 47 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the 5.5 pump placement the patient had been on an impella cp and had care escalated to this 5.5 pump. The patient was additionally supported by inotropes, vasopressors, and a vent for respiratory needs. The 5.5 was supporting when blood was given due to bleeding from chest tubes. The chest tubes were in for the bypass x4 coronary artery bypass graft surgery. The patient's bleeding had no relationship to the pump per the team, rather the open chest and coagulopathic post cannulation for va-extra-corporeal membrane oxygenation (va-ECMO). The pump support continued but, the purge pressure did rise. Anticoagulation necessary for the pump placement and support can contribute to bleeding. Additionally, the patient experienced runs of ventricular tachycardia, which occurred after aggressive fluid removal on continuous renal replacement therapy. Central venous pressure was in single digits. The device was repositioned and pulled back to 31.5cm with echocardiogram. Arrythmias resolved. The reported tachycardia may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. The pump was successfully weaned and explanted.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Purge pressure high: the cause of the high purge pressure could not be determined as no product and insufficient logs and clinical details were provided, however, it was likely not caused by the purge cassette as changing the purge cassette did not resolve the purge issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the direct surgical aorta site to support the 47 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the 5.5 pump placement the patient had been on an impella cp and had care escalated to this 5.5 pump. The patient was additionally supported by inotropes, vasopressors, and a vent for respiratory needs. The 5.5 was supporting when blood was given due to bleeding from chest tubes. The chest tubes were in for the bypass x4 coronary artery bypass graft surgery. The patient's bleeding had no relationship to the pump per the team, rather the open chest and coagulopathic post cannulation for va-extra-corporeal membrane oxygenation (va-ECMO). The pump support continues but, the purge pressure did rise. To troubleshoot the high purge pressure/blocked purge alarm the team replaced the purge cassette. The pump has not been explanted and support remains for the post surgical patient. Anticoagulation necessary for the pump placement and support can contribute to bleeding.